Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery. Upon explant, fluid loss was noted due to the device being empty; however, the cause and source was not identified. It was suspected that the fluid loss was related to wear of the cylinders. There were no patient complications.